Event description:
It was reported from (B)(6) that a pt had a total knee replacement surgery. On removal of the dressing the skin under the adhesive part of the dressing was erythematous, and subsequently, blistered. Clear demarcation of skin in contact with the adhesive portion of the dressing was evident; the pt also complained of having other areas "all over my body" this reaction was considered to be dressing related by healthcare provider, as related by the pt. The pt outcome is reported as "antihistamines and emollient therapy were prescribed for the pt and the skin settled in 6-8 weeks."

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. The product lot number was recorded as cno (could not obtain) indicating no lot number was available. Twelve months of complaint history data was reviewed for this product. Based on the review, 2 cases were registered for blister/breakdown under product with product icc number 412020 within the previous 12 month time period.